Event description:
Based on the information provided, the physician passed the perforation detection test and ablation cycle was conducted. Post ablation hysteroscopy indicated perforation which was confirmed with diagnostic laparoscopy. General surgeon was consulted and suggested there was no immediate need for additional surgical intervention. Pt remained at the hosp for onservation then was released pt recovered normally.